Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window on a 7f exoseal vascular closure device (vcd) does not change color. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window on a 7f exoseal vascular closure device (vcd) does not change color. There were no reports of patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the instructions for use (IFU), and the physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis catheter sheath introducer was used. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed and showing, with no anomalies noted to the loop. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5mm. The puncture site did not have visible calcium or plaque, there was no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and the target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, five kinked/bent conditions were observed on the delivery shaft at approximately 5.5 cm, 7.0 cm, 8.2 cm, 10.0 cm, and 11.0 cm from the distal tip. Dimensional analysis was conducted in the delivery shaft near to the kinked/bent areas to verify the outer diameter (od). The results of the dimensional analysis were found to be within specification. The guard locking simulation could not be performed due to the condition where the unit was received already locked. In addition, functional testing could not be performed as the unit was received in a fully deployed condition, preventing the execution of any applicable simulations. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device was received fully deployed. Several kinks were observed on the delivery shaft, which may have caused issues with deployment. The exact cause of the reported issue could not be determined, especially since the received condition of the device did not match the description provided by the customer as it was received fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time. R: 213 (c19) 3211/c070601 c: 67 (d14) 4315/d15